Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograph photos were submitted for review. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr utilizing a 29mm valve and a 22f introducer sheath, and a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7-7.5mm with moderate calcification distal to the access. No issues were reported advancing or withdrawing the procedural sheaths. Following deployment, a reduction in flow down the right femoral artery was noted. A contralateral wire and catheter were unsuccessful in accessing. Access was gained distal to the manta, and a 7f sheath was inserted. A wire was passed, and balloon inflations were applied, however, a dissection was observed, and a stent was placed. According to the angiogram review, the proximal dissection is likely the cause of the occlusion. The dissection distal to the access is unable to be verified based on the provided angiograms. The IFU was reviewed and confirmed to list ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral artery or iliac artery wall, such as dissection and other access site complications leading to bleeding possibly requiring placement of a stent as possible adverse events. Risk documentation was reviewed and confirmed this is a known risk. The cause of the occlusion was due to a dissection. Dissections are a common large-bore procedural complication; therefore, the cause of the dissection remains inconclusive in relation to the deployment of the manta device or procedural sheaths.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: deployed manta and noticed a reduction in flow down the right femoral artery. Tried to get a wire and catheter up and over from the left side but were unsuccessful. Gained access below the manta and inserted a 7 fr sheath, wired past the manta and inflated a 6x40 balloon. There was a dissection or crack in the calcium so they deployed a 7x50 covered stent. Angio of the femoral looked great and the case ended. Patient is reported as fine.